Event description:
It was reported that the lead broke while attempting to implant. During the implant procedure the physician was placing the lead through the introducer and met resistance. The physician attempted to advance the lead unsuccessfully. The lead was then removed and the physician noticed the lead had a tear and the right ventricular (rv) coil appeared damaged. A lead fracture was confirmed. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.